Manufacturer narrative:
No conclusion code available. Final analysis found multiple modern circuit components that were slightly burnt on the rear side of the main pcb.

Event description:
It was reported that the merlin transmitter did not power up on multiple outlets. This resulted in failure to transmit data. The device was replaced. No further information is available.